Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 104) was confirmed. Upon investigation the monitor was unable to complete detect and treat testing. The cause for the failure was isolated to a missing sd card. The root cause for the missing sd card could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.